Manufacturer narrative:
The investigation of the reported failure, that the handle on the patient unit was broken, is completed. The part reported broken was corrected to be the locking handle on the carrier. No service call was initiated for the repair. The customer only requested the part number to do the repair themselves. No parts have been returned for investigation. How the part failed, we do not know, since there were no parts sent to us for investigation. We have not received a picture of the broken part nor a completed service order for the repairs. The root cause for the event, how the part broke, has not been determined since no parts have been received for investigation.

Event description:
(B)(4).

Event description:
Feb. 10, 2016 10:23 am (gmt-5:00) added by (B)(6): it was reported that the handle which is used to lift the patient unit, snapped off. There was no patient involvement. (B)(4).